Manufacturer narrative:
One ev1000a platform system was received for product evaluation. The system was connected to a known good working clearsight pump unit for analysis and testing. The pressure readings were measured for over a three hour period and there were no failure issues observed. The databox was exchanged for another databox for testing and there were still no issues found. The databox passed the functional test. There was no defect found with the ev1000 system. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The reported event was not confirmed by evaluation. There is no evidence or indication of a manufacturing defect being responsible for the reported event. Additional information is being gathered and an investigation is in progress. The findings will be submitted in a supplemental report. Please refer to 2015691-2017-02541, 2015691-2017-02542, 2015691-02543, for the other events that occurred with this ev1000 system. Pressure readings can change quickly and dramatically. Pressure readings should correlate with the patients clinical manifestations which is monitored continually in common clinical practice. In this case, the hemodynamic values were static, which alerted the clinical to begin the troubleshooting process. No treatment was administered based on the static values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device has been returned and the evaluation is in progress. Upon return of the product evaluation findings a supplemental report will be submitted with the results.

Event description:
It was reported that the ev1000a platform system panel screen froze during use on the patient data and parameter display. It was immediately noticed by the clinicians. There was no patient treatment administered. There was no patient injury or compromise. It was also reported that the unit had not been working properly and there were three events that occurred previously. No further information was able to be obtained. Patient demographics is not available.